Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, implying no adverse impact. The customer was guided by cts to reset the pump, but the same malfunction recurred after resetting. Consequently, the pump was scheduled for replacement. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Additionally, cts confirmed the shipping address and instructed the customer on returning the faulty pump using a pre-paid label, which the customer acknowledged.